Event description:
During the procedure, the coil size of the cashmere (crc140717-30/c15030) was not proper for the target lesion, and so the physician wanted to re-sheath it. Then, the cashmere was safely removed from the patient, and also withdrawn from an unspecified microcatheter (headway 17/terumo, type unknown) and y-connector. However, after that, when he slid the re-sheathing tool of the introducer sheath proximally along the dpu, it got stuck and the coil could not be reloaded into the introducer sheath. During that time, the microcoil of the cashmere appeared to be unraveled. The procedure was continued using a new coil of the different size (size and lot unknown) and the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. There was no resistance between the guidewire and the microcatheter when accessing the target site. There was no resistance during advancement or withdrawal of the coil through the microcatheter. No additional information is available. The procedure was coil embolisation of internal carotid-posterior communicating artery aneurysm that was not calcified and heavily tortuous. Access was obtained from right femoral artery.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: microcatheter (headway 17/terumo, type & details unknown); y-connector (details unknown); new coil (details unknown).

Manufacturer narrative:
During the procedure, the coil size of the cashmere (crc140717-30/c15030) was not proper for the target lesion, and so the physician wanted to re-sheath it. Then, the cashmere was safely removed from the patient, and also withdrawn from an unspecified microcatheter (headway 17/terumo, type unknown) and y-connector. However, after that, when he slid the re-sheathing tool of the introducer sheath proximally along the dpu, it got stuck and the coil could not be reloaded into the introducer sheath. During that time, the microcoil of the cashmere appeared to be unraveled. The procedure was continued using a new coil of the different size (size and lot unknown) and the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. There was no resistance between the guidewire and the microcatheter when accessing the target site. There was no resistance during advancement or withdrawal of the coil through the microcatheter. No additional information is available. The procedure was coil embolization of internal carotid-posterior communicating artery aneurysm that was not calcified and heavily tortuous. Access was obtained from right femoral artery. The returned coil was found to be undamaged. The coil¿s socket ring has been pushed down inside the outer sheath. Located at the distal tip of the skive, the core wire produces outside the sheath. There is no external mechanical sheath damage resulting in an opening at the distal tip of the skive. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch and surrounding edges have been severely damaged. The locking mechanism has compression and stretching damage. There are two possible contributing factors to the difficulty in resheathing the coil. These factors may have worked alone or in tandem with each producing similar results. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism catches the inside the v notch of the resheathing tool and will become embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action will produce significant resistance which may have caused the core wire protrusion out of the sheath and the coil¿s socket ring to be pushed down under the sheath. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger¿, this is further outlined diagrammatically. It further outlines, caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the headway 17 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The secondary contributing factor may have occurred if the coil was being resheathed in a manner different than the one outlined by the IFU which may have produced some of the damage found to the microcoil system. If this did occur then for optimum product performance and to prevent potential complications, the IFU recommends, ¿when necessary, the codman microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer.¿ this is further outlined diagrammatically. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported stretched condition of the coil noted after removal from the patient was not confirmed; there was no damage to the returned coil. The inability to resheath and damages found on the returned delivery system appear to have been impacted by procedural handling during the unsheathing/resheathing process. With review of the available information, the analysis and device history records there is no indication of any manufacturing issues related to the event with device labeling addressing the identified procedural factors potentially contributing to the event. Therefore, no corrective actions will be taken.